Manufacturer narrative:
Additional information received indicated the manufacture did not become aware of the event until (B)(4) 2011. The notify alert date has been changed to (B)(4) 2011. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the outer insulation had a cosmetic depression and he lead was flexed. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead exhibited high impedance, no capture or sensing, and an apparent fracture. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the outer insulation had a cosmetic depression and the lead was flexed. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.